Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 23, 2020, prior to a hip fracture case, the helical blade/coupling screw for the proximal femoral nailing system (tfna) was found to be deformed and could not thread into the unknown lag screw inserter. Another set was available and opened for the case. There was no patient involvement. Concomitant devices reported: insertion instruments (part number unknown, lot unknown, quantity 1). This report involves one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).